Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 1200 mg/dl. The customer felt that the reservoirs may have contributed to the event. The customer was advised to return the reservoirs for testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 2032227-2010-82559.